Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/09/2014 with the following findings: a cartridge cap and battery cap were not returned with the device; a test battery cap was used during all steps of the analysis. The pump powered on, but the display screen was blank; the reported event was duplicated. The pump case was removed, and the display screen was found to be cracked. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed, suggesting the display screen damage was the cause of the blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.